Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was found during troubleshooting of the hlm.

Event description:
It was reported that during use of the device for a non-clinical activity, the power manager of the heart lung machine (hlm) was not charging the battery and was not displaying the charging volt. There was no patient involvement.

Manufacturer narrative:
The power manager board was replaced and returned.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the power manager board (pmb) to a lab use only (luo) testing platter. The suspected pmb was put on the platter and the led turned red. The batteries were discharged for 15 minutes, where it was then recharged. The charger was reading 0, however the led was still red, and the battery voltage was reading 27.5 volts (v). The software on the pmb was upgraded to version 1.8 and the issue remained. The pmb would not switch to float mode and stayed in trickle charge. It was determined that the pmb did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.